Manufacturer narrative:
The customer's patient safety manager reported that a nurse knew the password and was disabling critical alarms at the central nurse station (cns). The customer stated that were multiple events where they turned the alarm off. They initially stated there was no patient harm, but the issue placed a patient at risk. One event occurred on (B)(6) 2026 at 9:11 am for bed ICU-201, but they did not inform nihon kohden until 06/04/2026. The customer requested an investigation into this event, any other instances of alarms being disabled, and whether alarm settings contributed to the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device were used in conjunction with the cns: g5 bedside monitor, (csm-1502), bedname: ICU-201, model #:cu-152ra, serial #: (B)(6), device manufacturer data: 01/28/2025, unique identifier (UDI) #: (B)(4). Returned to nihon kohden: no. Next gen net konnect (ngnk) remote network system (rns): model #: ngnk-6803t, serial #: (B)(6), device manufacturer data: ni, unique identifier (UDI) #: (B)(4).

Event description:
The customer's patient safety manager reported that a nurse knew the password and was disabling critical alarms at the central nurse station (cns). The customer stated that were multiple events where they turned the alarm off. They initially stated there was no patient harm, but the issue placed a patient at risk.